Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok, up and down arrow keypad buttons were intermittently unresponsive and required multiple button presses to elicit a response. During investigation, evidence of contamination was found under all key contacts.

Event description:
On (B)(6) 2012, the patient contacted animas and stated that the up arrow, down arrow and ok keypad buttons were intermittently hyper- responsive. It was reported that some normal boluses were initiated but not delivered. There were reportedly no cancelled boluses. The patient indicated that the pump awakened when moved without the patient pressing any keypad buttons. The patient denied evidence of damage to the keypad and noted no moisture in the pump. The patient reportedly wore on a belt clip and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.